Event description:
Same case as # 2134265-2009-00069. It was reported that post a coronary drug eluting stenting treatment procedure, a stent thrombosis occurred. The pt initially presented to the ER with nausea and epigastric discomfort and was found to be having an evolving anterior mi. In the ccl, it was discovered that the proximal left anterior descending artery (lad) had an eccentric and elongated 80% stenosis. The mid lad was totally occluded after a septal branch and a second diagonal branch. The mid lad was treated with an export catheter and then predilated using a 2.5x20mm balloon. Coronary stenting was performed on the mid lad with a taxus express2 2.75x32mm drug eluting stent followed by stenting of the proximal lad with a taxus express2 3.0x24mm drug eluting stent. Post dilation was performed on the mid lad with a 2.75x15mm nc quantum maverick balloon. The proximal lad was post dilated with a 2.25x20mm nc quantum maverick balloon. There was excellent end angiographic results. No complications occurred. The pt received heparin and integrilin. Approx. 14 weeks later, the pt presented with an acute mi and thrombosis in the proximal lad. The pt had not been taking plavix regularly. A 3.0x15mm maverick balloon was inserted and inflated three times to 6 atm's for 30 seconds each. A taxus express2 3.0x12mm drug eluting stent was then deployed at 12 atm's for 45 seconds. The pt was on a ntg drip during the procedure and discharged from the ccl on an integrilin drip. No further complications were reported. Pt status is satisfactory.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.